Event description:
Same case as MFR#: 2134265-2008-01844. It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the stent delivery system froze on the guide wire. The 75% stenotic, de novo lesion was located in the non-tortuous and moderately calcified left superficial femoral artery (sfa). Vascular access was gained through the right groin. The lesion was not pre-dilated. The magic torque guide wire was placed and 4 sentinol self-expanding nitinol biliary 6mm x 79mm stent systems were advanced to the lesion and deployed successfully. The fifth sentinol self-expanding nitinol biliary 6mm x 40mm stent systems was advanced to the lesion and placed successfully. All 5 stents were placed in the same lesion overlapping each other with the first 4 sentionl self-expanding nitinol biliary 6mm x 79mm stent placed distal and sentinol self-expanding nitinol biliary 6mm x 79mm stent placed proximal. Upon attempting to withdraw the fifth sentinol self-expanding nitinol biliary 6mm x 40mm stent delivery systems, significant resistance was encountered and the catheter froze on the guide wire. The stent delivery system and the guide wire were withdrawn as a unit and were unable to be separated outside the patient. Another of the same guide wire was advanced to the lesion, and the stents were post-dilated with an ultra thin sds balloon dilatation catheter of an unknown size to 6atms. The procedure was successfully completed with no patient injuries or complications. It was reported that the physician rated the angiography results as "good." The patient's status was reported as "ok."